Manufacturer narrative:
(B)(4). The device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. Testing found a short on the device when the jaws are fully or partially closed, causing a replace light to illuminate. The separated electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the replace light illuminating on the generator.

Event description:
It was reported that during a prostatectomy, the electrode of the bottom jaw peeled away during use. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. The sales rep checked the electrode visually after the operation, it had no damage.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.